Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-33, lot# j0216905v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The patient reported they were seeing the poor communication screen on their patient programmer (pp) and were unable to communicate using the recharger or pp. It was unknown when the patient last recharged or felt stimulation. It was reviewed that if it had been greater than three months the device may be in overdischarge. A discharged implantable neurostimulator (ins) was suspected, and the patient stated they needed a "jump start." It was noted the patient had an appointment scheduled with their physician on (B)(6) at 5 p.m. And requested a manufacturer's representative (rep) be there. The rep. Stated they would get in touch with the patient. As of (B)(6) the patient was still trying to get help to resolve their issue as they were starting to have some walking issues. Relevant medical history includes post-lumbar laminectomy syndrome.